Event description:
The patient was presented to the emergency room (ER) in 2005 after having a seizure and falling down a flight of stairs. The patient eventually expired. The patient had recently had gastric bypass surgery in june 2005. The patient weighed 288.4 pounds. An inferior vena cava (ivc) filter was placed 4 days prior to surgery for prophylaxis against pulmonary embolism. The right common femoral vein was accessed. A catheter was inserted over a guidewire. Contrast was administered and digital images of the inferior vena cava were obtained. The renal flow voids were identified. Using standards technique, a 6-fr trapease filter was deployed in the ivc. The top of the filter overlies the lower third of the l-2 vertebral body. Contrast was again administered which demonstrated the filter to be below the renal veins and above the bifurcation.